Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 220, ebelt- ecgs non-functional) has been confirmed. Upon investigation trunk cable connector j703 on the distribution node pca was physically damaged, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A belt was returned to a us distributor with non-functional ecgs (code 220).